Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported "bechterew's disease", "rupture" and "capsular contracture baker grade IV". Later healthcare professional reported "breast implant associated illness". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported "bechterew's disease", "rupture" and "capsular contracture baker grade IV". Later healthcare professional reported "breast implant associated illness". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d2a, d2b, d4, h4, h6.

Event description:
Patient reported "bechterew's disease", "rupture" and "capsular contracture baker grade IV". Later healthcare professional reported "breast implant associated illness". This record is for the left side. Device remains implanted.

Event description:
Patient reported "bechterew's disease", "rupture" and "capsular contracture baker grade IV". Later healthcare professional reported "breast implant associated illness". This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.